Manufacturer narrative:
The device was returned and the evaluation supported the malfunctions allegedly reported in b5. A blown fuse and faulty power supply caused the issue. A defective and damaged light source lamp was removed and replaced. And should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source went completely out. It had no power. The issue occurred after a diagnostic colonoscopy procedure while preparing for the next procedure. There was no delay in the procedure and no device replacement. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d8, d9, h3 and h6 (medical device problem code should be corrected to 1476-failure to power up and type of investigation code 10 - testing of actual/suspected device was missing from the initial) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device not starting" malfunctions would likely be related to a faulty power supply and a blew out fuse. Olympus will continue to monitor field performance for this device.